Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no information to suggest the patient sustained a serious injury. Device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were functional and able to detect and treat a patient. Monitor sn (B)(4) - reuse. Electrode belt sn (B)(4): 08/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. An (B)(6) female patient's son contacted zoll customer support to report that the patient was treated. A review of the event indicates that the patient experienced an inappropriate defibrillation event. Dual lead noise and artifact contributed to the false detection. The patient was at home and conscious at the time of the event. The response buttons were only pressed after the treatment was delivered. The patient did not seek medical attention and continued use of the lifevest.